Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Additionally, the pump battery was depleting quickly, subsequently, the pump shut down. The customer experienced a blood glucose (bg) between 100 mg/dl and a bg level displayed as "high" on the continuous glucose monitor. Bg was addressed via correction bolus. The customer continued to use the pump for insulin therapy and had manual injections available.